Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms, which were not reproduced. Upstream occlusion alarms were confirmed through a review of the event history log. Device investigation found the inscribed pin dimension of the upstream sensor to be above the optimal range, which caused the false upstream occlusion alarms. The upstream sensor assembly was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.